Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 32, indicating a delivery motor communication error, which persisted after a device restart and led to instructions to replace the pump and transition the user to backup therapy; blood glucose was not impacted. Symptoms included no adverse physiological effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy until a replacement device could be obtained. Investigation included review of device history via the ilet and standard troubleshooting, including restart and shutdown guidance. Investigation of the returned device revealed a malfunction of the delivery motor communication pathway consistent with a motor processor communication error, rendering the pump nonfunctional and necessitating replacement.